Event description:
Boston scientific crm received information that the patient with this pacemaker was told by her physician that the device battery level is low and that something is wrong with the device. A device replacement procedure was scheduled for two months out. This device has been in service for approximately 2.5 years to date, and has not exceeded the nominal longevity of 6.0 years for this model. No adverse patient effects were reported. Approximately two months later the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal telemetry function. A longevity calculation derived from the system guide labeling found the device did not meet longevity. Design engineers have noted this spreadsheet exhibits deficiencies. The device was then subjected to a revised longevity calculation that has corrected the deficiencies. The second calculation determined the device did meet the expected longevity. Analysis concluded this device did not experience a component anomaly or premature battery depletion.